Event description:
Pt connected to chemo-2200 mg of 5 fu over 46 hours via I-flow homepump c-series- in 2009 at 3:30 pm, hook up went smoothly without incident. Pt was due to be disconnected two days later at 1:30 pm. The rn noted that only about 1/2 of the medication had been infused. Implanted port was checked and found to be patent. The pump appeared to be infusing without problem. Pt was reconnected and pt told to call when infusion complete. Pt infused for a total of 70 hours instead of 46 hours. Total volume in pump was 230 ml. Dates of use: 70 hours. Diagnosis or reason for use: colon cancer.